Event description:
It was reported that the patient with a history of cancer, thyroid issues and adrenal insufficiency was hospitalized with diabetic ketoacidosis (dka). He was also diagnosed with an infection from an unknown source. The patient's blood glucose levels reached 448 mg/dl while wearing the pod between 24 and 36 hours. Treatment involved fluids, an insulin drip, and heavy steroids. The patient was at the hospital for 2 days, after which a new pod was placed and the previous one was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.